Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance, as well as repair options for their device. It was later confirmed by the customer that they have not determined whether they will repair the device, or trade it in for a new unit. The customer was unable to provide a timeline for when a decision will be made. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that during a training class their device locked-up and that none of the buttons on the keypad would respond when pressed. As a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.